Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
The customer reported the unit failing electrical safety test at the gas outlet port. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised that contact needs to be made inside the outlet port. The customer received the proper instructions on how to perform the electric safety test. The unit successfully passed the required performance verification test.